Event description:
Ligasure handpiece used. While engaged with mesentary, jaws remained shut and blade would not retract. Device was physically removed with no harm to patient. Another handpiece was opened for case and performed without a problem.